Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the investigation determined there was a causal relationship between the objective evidence and the alleged event; the reported complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information the complaint was confirmed, and the cause was traced to a component failure.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had thermal damage. The machine was giving ¿actuator board no echo¿ and ¿failed sending data to actuator board¿ alarms. The machine was not on the floor because it is a designated spare; there was no patient involvement. While troubleshooting the machine, the biomed heard a popping sound coming from the card cage and realized that the ic47 chip on the actuator board was burnt. The biomed stated there was also a mild burning smell. There were no signs of any smoke, sparks, or flames. The biomed said the ic47 chip is linked to the flow motor, so they replaced the flow motor assembly in addition to the actuator board. Afterwards, the biomed said the screen would not turn on. The biomed confirmed that the user interface (ui) board was good as it was moved to a known working machine and there were no issues. The biomed plans to try replacing the function board next. The biomed stated the machine has less than 1,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The actuator board was confirmed to be an original fresenius part. Other than the burnt chip, there were no other damaged components found. The biomed still had the actuator board and stated they would contact technical support to set up an rga for failure analysis.